Event description:
The report received from the (B)(4) study indicated that during the study index procedure, the patient experienced a cerebrovascular accident/stroke (intracerebral/subarachnoid hemorrhage) after pre-dilation of the target lesion. The onset of the event was sudden. The event was characterized by left hemiparesis. The recovery was unknown. The event was not related to anticoagulation, the index procedure, or a cordis product. A 6 mm. Angioguard device was used. A precise 7 x 40 stent was successfully deployed at the ostial right internal carotid artery (rica) target lesion. The patient had a neurological deficit upon leaving the angiography suite post-procedure. No emergency cea surgery was necessary. No debris was noted in the filter after removal. The patient was discharged eight days after the index procedure. The patient's nih stroke scale score and stoke scale scores were zero. The ostial rica target lesion was reported to be: 15 mm. In length, 5 mm. Reference diameter, mildly calcified and tortuous, eccentric, ulcerated, and thrombus present within lesion. The residual stenosis was 0%. Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information/adjudication minutes indicated that at the time of pre-dilatation/ae, as per catheterization report, the patient developed transient bradycardia and hypotension that resolved approximately in 90 seconds. The angioguard filter was retrieved with no debris found in the filter. The site reported a 0% final residual stenosis. At the end of the procedure, neurological examination revealed left facial droop, left arm and left leg weakness. The catheterization summary reported that upon further review of the cerebral images, there was an abrupt cutoff of the m2 brunch noted consistent with embolus. The patient underwent repeat cerebral angiography due left-sided facial weakness and left arm weakness which revealed widely patent stent with minimal residual stenosis and good flow. Highly selective cerebral angiogram was performed, showing patent m1 and m2 vessels, including previously seen occluded m2. M3 and m4 were all patent with good flow. As no obvious filling defect could be seen despite superselective angiogram, no lytic or thrombectomy devices were used. Per source documents, the patient developed peri-procedural stroke with left facial droop, left-sided hemiparesis, and dysarthria. The nih stroke scale score at the time of event is unavailable. A head CT scan compared to CT scan on five days prior, revealed the following, according to radiology report impression: subtle blush of enhancement in the right frontal lobe anteriorly could represent a vascular staining related to early acute infarction; small amount of subarachnoid hemorrhage may be an alternative consideration, however, is felt to be less likely. Follow-up examination was suggested. A head CT scan one day later revealed areas of hypoattenuation without mass effect in the right superior parietal lobe including the post-central gyrus, the right corona radiata, the anterior and posterior limbs of the right internal capsule, the right caudate nucleus and putamen compatible with acute infarcts; focal hypoattenuation in the right frontal lobe could be secondary to volume averaging artifact, however, additional acute transcortical infarction in this location cannot be excluded. Findings are compatible with multiple embolic acute infarcts in the right anterior circulation territory. There was no evidence of acute intracranial hemorrhage, no herniation pattern or extra-axial fluid collection identified. Repeat carotid ultrasound revealed patent study stent with good flow. Per discharge summary, during the patient¿s stay in neurology floor, she had a left facial droop, was dysarthric, and had left-sided hemiparesis predominantly in the left upper extremity. Her left-sided deficits were improving, and she was transferred to an inpatient rehabilitation facility on asa and clopidogrel to continue her acute rehabilitation. Per discharge summary, discharge diagnosis was cerebrovascular accident. The site reported this event as embolic/ischemic stroke. Pre-discharge the nih stroke scale score was 0 and the rankin stroke scale score was 0, as per ecrf entry. Actual worksheets with description of score evaluation are not provided. At 30-day follow-up visit the nih or rankin stroke scale scores were not evaluated. Complaint conclusion amended to include the additional ae's: as reported, during the study index procedure, the patient experienced a cerebrovascular accident/stroke (intracerebral/subarachnoid hemorrhage) after pre-dilation of the target lesion. The onset of the event was sudden. The event was characterized by left hemiparesis. The recovery was unknown. The event was not related to anticoagulation, the index procedure, or a cordis product. A 6 mm. Angioguard device was used. A precise 7 x 40 stent was successfully deployed at the ostial right internal carotid artery (rica) target lesion. The patient had a neurological deficit upon leaving the angiography suite post-procedure. No emergency cea surgery was necessary. No debris was noted in the filter after removal. The patient was discharged eight days after the index procedure. The patient's nih stroke scale score and stoke scale scores were zero. The ostial rica target lesion was reported to be: 15 mm. In length, 5 mm. Reference diameter, mildly calcified and tortuous, eccentric, ulcerated, and thrombus present within lesion. The residual stenosis was 0%. Multiple attempts to obtain additional information were unsuccessful. Additional information received via the adjudication minutes indicated that the patient developed transient bradycardia and hypotension that resolved approximately in 90 seconds. The angioguard filter was retrieved with no debris found in the filter. The site reported a 0% final residual stenosis. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). Review of the available information suggests that patient factors: medical history of high blood pressure, synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization and high cervical ica lesions or cca lesions below the clavicle; and/or vessel/lesion characteristics: ulcerated, and thrombus present within lesion may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
As reported, during the study index procedure, the patient experienced a cerebrovascular accident/stroke (intracerebral/subarachnoid hemorrhage) after pre-dilation of the target lesion. The onset of the event was sudden. The event was characterized by left hemiparesis. The recovery was unknown. The event was not related to anticoagulation, the index procedure, or a cordis product. A 6 mm. Angioguard device was used. A precise 7 x 40 stent was successfully deployed at the ostial right internal carotid artery (rica) target lesion. The patient had a neurological deficit upon leaving the angiography suite post-procedure. No emergency cea surgery was necessary. No debris was noted in the filter after removal. The patient was discharged eight days after the index procedure. The patient's nih stroke scale score and stoke scale scores were zero. The ostial rica target lesion was reported to be: 15 mm. In length, 5 mm. Reference diameter, mildly calcified and tortuous, eccentric, ulcerated, and thrombus present within lesion. The residual stenosis was 0%. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Intracerebral hemorrhage occurs when a diseased blood vessel within the brain bursts, allowing blood to leak inside the brain. The sudden increase in pressure within the brain can cause damage to the brain cells surrounding the blood. If the amount of blood increases rapidly, the sudden buildup in pressure can lead to unconsciousness or death. Intracerebral hemorrhage usually occurs in selected parts of the brain, including the basal ganglia, cerebellum, brainstem, or cortex. The most common cause of intracerebral hemorrhage is high blood pressure (hypertension). Review of the available information suggests that patient factors: medical history of high blood pressure, synchronous severe cardiac & carotid disease requiring open heart surgery & carotid revascularization and high cervical ica lesions or cca lesions below the clavicle; and/or vessel/lesion characteristics: ulcerated, and thrombus present within lesion may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.